Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 43 mg/dl to 600 mg/dl, a minor seizure, and a trace level of ketones. The cause of elevated and low bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Low bg was treated via glucose tablets, and high bg was treated with intravenous insulin and saline. No information was provided regarding the release date, however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.